Event description:
The pt stated that she has had two cannulas "crimp" in the past two weeks. She stated that he inserted a new site at bedtime. She tested her blood glucose and it was 135-140mg/dl. She woke up the next morning and her blood glucose was 330 mg/dl. She stated that she did not feel well. She changed her site and noticed that the cannula was bent. She stated that she does not have any scar tissue near the insertion site. She reported that her normal blood glucose range is 78-145mg/dl. She reported that after she changed her site she administered a bolus to reduce her blood glucose value. The pt did not require medical attention to address the issue. The pt discarded the product therefore no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.